Event description:
It was reported that during use with bd autoshield¿ duo pen needle 30g x 5mm the needle would not function correctly and leakage occurred. Patient reported minor injury due to excessive leakage on skin and in eyes, patient 1 of 2 the following information was provided by the initial reporter: a doctor from hospital in xxx reported that two different patients had the same problem: the injection is not properly performed, because the drug remains on the skin. Both use 5mm bd autoshield duo needles. Below the lot concerned: lot 1292285 scad (B)(6) 2024. The doctor has been contacted by phone and informed us that there is no availability to recover the samples by patients, for this reason we will assign a documentary investigation. Needle used with aluetta 12mg.

Manufacturer narrative:
H.6. Investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. This is the 1st complaint for the reported lot number. A review of the manufacturing records was performed and no non-conformances were raised in association with this type of event for this lot. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. Based on the above, no additional investigation and no corrective/preventative action (CAPA) or situational analysis (sa) is required at this time.

Manufacturer narrative:
H.3. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that during use with bd autoshield¿ duo pen needle 30g x 5mm the needle would not function correctly and leakage occurred. Patient reported minor injury due to excessive leakage on skin and in eyes, patient 1 of 2. The following information was provided by the initial reporter: a doctor from hospital in xxx reported that two different patients had the same problem: the injection is not properly performed, because the drug remains on the skin. Both use 5mm bd autoshield duo needles. Below the lot concerned: lot 1292285 scad 11/2024. The doctor has been contacted by phone and informed us that there is no availability to recover the samples by patients, for this reason we will assign a documentary investigation. Needle used with aluetta 12mg.